Event description:
On (B)(6) 2026, a customer in spain notified biomérieux of obtaining potential nonreproducible results when using vidas hs troponin I 60 tests (ref. 415386, lot number 1011856140, expiry date 20-may-2027) to test patient samples. The customer uses a vidas 3 instrument (ref. 412590 serial number (B)(6)). To be noted, the last preventative maintenance (pm) was due in (B)(6) 2025 and has not yet been performed. The customer performed testing on four (4) patients using two different lots of vidas hs troponin I 60 tests (ref. 415386). Patient 1: sample 1 section a1 vidas 3: 800 lab. Reference: 4.5. Sample 2 (2 hours later) section c1 vidas 3: 6.8 lab. Reference: 4.5. Conclusion: only issue with sample 1 in vidas 3 position a1. Patient 2: sample 1 vidas 3: 900. Sample 2 (2 hours later) section a1 vidas 3: 5.5 lab. Reference: 4.4. Conclusion: only issue with sample 1 on vidas 3. Patient 3: sample 1 section a1 vidas 3: 513.9 lab. Reference: 3.5. Sample 2 (2 hours later) section a2 vidas 3: 1.6 lab. Reference: 3.4. Conclusion: only issue with sample 1 in vidas 3 position a1. Patient 4: sample 1 section b1 vidas 3: 48.9. Sample 2 section b1 vidas 3: 44.9. Conclusion: no issue for this patient. The customer was having issues with section a and c. A field service engineer (fse) visited the customer site to perform the pm and determined section a had a loose spring. After the fse visit, the customer used the minividas unit for comparison and the results correlated to the vidas 3 result. The issue was determined to be related to the instrument and not the vidas hs troponin I 60 tests (ref. 415386) reagents. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.